Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their imager issue. During the call, tac began trouble-shooting to resolve the issue. Tac recommending turning off the unit and plugging in the scope before turning back on, as well as attempting other 190 scopes - both were unsuccessful. At that point, the customer noted that the socket appeared to be damaged, and sent tac a photo. After reviewing the photo, tac confirmed that the socket was damaged and would need to be returned for repair. At this time, the device has not been returned for repair. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was experiencing b30 and e216 scope communication errors when used with 190 scopes at the end of an unspecified procedure. According to the initial reporter, the procedure was nearly complete when the error occurred, the patient's overall outcome was good. However, the initial reporter did note that other procedures scheduled for that day had to be rescheduled as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the reported event, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.